Event description:
The customer reported via phone call that he was taken to the emergency room because he bled so much after inserting a sensor. The customer was placed on blood thinner medication. His site was not comfortable. When he removed the sensor, it had a lot of blood. Customer's blood glucose level was 140 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.